Event description:
It was reported that during a recanalization procedure, the device guidewire allegedly broke. It was further reported that the broken wire was retrieved using a snare. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. The catalog number identified has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified. Has the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 02/2024. Device pending return.

Event description:
It was reported that during a recanalization procedure, the device guidewire allegedly broke. It was further reported that the broken wire was retrieved using a snare. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. The guidewire was broken at 39 cm from the tip of the catheter. The coating of the guidewire in the break point was off. The reported break of the guidewire can be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: d4(expiry date: 02/2024), g3. H11: h6(method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.